Event description:
It was reported that on (B)(6) 2023, when the advanced tibial nail was inserted into a non-union tibia, the surgeon decided to ream a half size larger, so they proceeded to take the tibial nail out. Once the tibial nail came out, they noticed the distal peek insert had migrated outside the distal end, and fragments from the peek were visible upon inspection. They did not have an additional nail of that size and length, so they implanted a nail 1 mm greater than was intended. The surgery was completed successfully with a delay of 20 minutes. The surgeon had to drill 1mm greater to accommodate the larger nail. The peek poly appeared to be all contained, however the peek was fractured and in pieces when removed. It is unknown if any fragments were retained in the patient. This report involves one tibial nail-advanced / 10mm 330mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hwc. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the distal inlay was not aligned with the edges of the tibial nail-advanced / 10 330 / steril, additionally, damage and racked conditions were observed at the tip of the inlay. The observed condition which could have been a result of implantation and explantation. A dimensional inspection was performed for the tibial nail-advanced / 10 330 / sterile and met specifications. The overall complaint was confirmed as the observed condition of the tibial nail-advanced / 10 330 / sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.043.230s-us lot number: 7664p80 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06-oct-2023 manufacturing site: jabil bettlach expiry date: 31-aug-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.